Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the new pump incision was opening. No device or other issue due to machinery. The healthcare provider was planning to continue to observe and start antibiotics.